Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Reporting address line 1 (B)(6). A philips remote service engineer (rse) interviewed the customer who then checked the values by using an nbp simulator, and results showed they were ok. The customer's alleged malfunction could not be confirmed at the time of testing. A good faith effort (gfe) response confirmed the customer was not using philips accessories. Based on the information available, the cause of the reported problem was not confirmed as the alleged malfunction could not be replicated. The reported problem was not confirmed. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported there is nibp readings variation. The device was in use on a patient at the time of the event, there was no adverse event reported.